Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged pump head p2 door. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device has been received by baxter, and the condition was confirmed. This is an ancillary service event opened during investigation of another condition. The cause was determined to be wear and tear to the pump head door assembly p2. To correct the condition, the pump head door assembly was replaced.